Event description:
As the rn was prepping the patient, her hands were covered in bloody urine at which point she realized an entire finger was missing from the gloves she was wearing (due to a tear). Her exposed finger had the bloody urine on it and it was also pooled in her nail bed.